Event description:
It was reported that the system monitor screen was malfunctioning. The display was scattered.

Manufacturer narrative:
A1-a4: information was requested but was unable to be provided. G4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor¿s display malfunctioning was confirmed via the provided video attachment, showing some of the system monitor¿s display parameters being out of place. The returned system monitor (serial number b)(6)) was tested under a work order on 18dec2019. The monitor was tested with different memory cards and the reported issue was unable to be reproduced. The unit was connected to the customer¿s power module running a heartmate ii mock loop and the monitor functioned as intended. A full functional checkout was performed and the unit passed all tests. The serviced and tested system monitor was returned to the customer site. As the unit functioned as intended, and as no parts were forwarded to the ppe department for further analysis, the root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in nov2011. The packaged system monitor (part number 1286a) was placed into inventory on 18nov2011. The unit was shipped to the customer on 08dec2011. The unit was last serviced on 28mar2017 ¿ software version 7.32 upgrade. The heartmate ii instructions for use (rev. H, section 4 ¿system monitor¿) recommends that users contact abbott if the system monitor¿s screen is malfunctioning. The heartmate ii patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.